Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was presumably in overdischarge. It was noted that the patient was non-compliant with recharging. The patient had stated that the device has not been charged, and they do not want to charge it. The patient was offered to have physician mode reset (pmr) done, but declined. It was noted that surgical intervention was planned, but has not been scheduled. No further complications were reported.